Event description:
It was reported that during the use of the product, leakage of medical fluid from it was observed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample was visually inspected and the sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit colored water using a syringe to detect any leakage. Results: is observed a small tear in the bag, the leak is near to the neck ay bag. The complaint is confirmed. Production line was reviewed for any sharp that could cause the tear in the bag. Results: no sharp object or area of table that could cause tear in the bag was found. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process and the sample was received inside of a plastic bag which is not the original package, therefor the damage (hole) was after the product left shm facilities. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.